Event description:
It was reported by service report that the fowler cylinder had leaked fluid onto the base cover and onto the floor. It is unknown if there was patient involvement or if there were adverse consequences to report.